Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 2 months after the dental implant was installed intraoral region #13 it was verified its non-osseointegration. Immediate load was not executed. Thw patient presented bone type iii and bone graft was executed.